Manufacturer narrative:
Product event summary: at analysis it was determined that it was very difficult to move the "sense" button. It was also noted that the device was unable to be reliably repaired and it was recommended that it be scrapped. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.